Event description:
Drug/diluent: marcaine 0.5% plain. Fill volume: 400cc. Flow rate: 4ml/hr (2+2) dual. Procedure: laparoscopic gastric bypass. Cathplace: preperitoneal space. It was reported that the pt was complaining of abdominal numbness that extended to her knees. Pt went to the neurologist for testing. No other info provided.

Manufacturer narrative:
Method: sample was reported not to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: I-flow is diligently attempting to communicate with doctor hobson's office for additional info. When additional info pertinent to this event becomes available, I-flow will submit a follow-up report.